Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the (B)(6) 2025, while the patient was playing golf, the cgm reading was between 70 mg/dl and ¿normal¿. The patient ate snacks, but the cgm reading did not increase. The patient felt unwell, tired, and had shortness of breath after small walks. When he finished playing golf and went home, he still was not feeling well. The patient thought he was dehydrated because of playing golf and the heat. The cgm reading was around 70 ¿ 80 mg/dl, and the patient ate more snacks, rested and went to bed while still feeling unwell. The next morning the patient went out to walk his dog, and felt exhausted, had shortness of breath, was nauseated, dizzy and had dry heaving. The cgm reading was still around 70 mg/dl, and the patient drank orange juice. No fingerstick has been taken from yesterday up to this point. He then called his wife to take him to the hospital where they arrived around 2:00pm. At the hospital a fingerstick was taken and the blood glucose reading was over 600 mg/dl (unknown cgm value at this time). When a blood test was taken the blood glucose reading was 735 mg/dl. The potassium level was at 7.2 mmol/l. The patient was admitted into the intensive care unit (ICU) and was treated with intravenous insulin and fluids. The patient stayed for 1 night at the hospital and was discharged the day after, around 2-3:00pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.